Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose in the 400's mg/dl which customer attempted to address with a bolus via pump. However, the customer went to the emergency room and later was admitted to the hospital. Insulin drip was administered. The customer was discharged on (B)(6) 2018 with no permanent damage. Tandem technical support performed a pump system check and verified the pump was working as intended.